Event description:
It was reported that during an unknown procedure, after fired, noted that the intestines tissue was not cut. Changed another device to complete the procedure. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # 484a68. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022. Additional information was received: after investigation, the patient was a 67-year-old male. On (B)(6) 2022, the patient underwent "laparoscopic distal gastrectomy + d2 lymph node dissection" due to "gastric cancer". Gastrojejunal anastomosis was performed with curved and straight intraluminal staplers (cdh25a) from our company (anastomosis method unknown). The surgeon selected the staple height as 1.5 mm, the firing process was smooth, the audible and tactile sensation of cutting gasket was unknown, after the firing was completed, the surgeon removed the device, and found that the anastomotic tissue was partially cut, the staple of cutting part of staple line was not formed, there was no obvious bleeding, and whether the "doughnut" was complete was unknown. The surgeon used a stapler to linearly close the unsealed portion and completed the subsequent procedure successfully. The surgical time was extended approximately 30 minutes. The patient recovered well after the surgery and was discharged. No reports on subsequent complications were received. Upon investigation, the patient age should update yo be 67 years old, and the date of device use/event date should update to be march 14, 2022. H11: corrected data = b3.